Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this incident attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the implantable pulse generator (ipg) pocket site opened. Physician instructed the patient to go to the emergency room (ER). Patient stated he suffers from a thyroid condition which causes him to frequently lose and gain large amounts of weight. Patient's system was explanted and no infection was noted.